Event description:
It was reported that anaphylactic reactions via chloraprep. Verbatim: chlorhexidine-please find full text article containing an icsr regarding chlorhexidine country: (B)(6). Doin: (B)(6) 2022 reference detail: chlorhexidine - a commonly used but often neglected culprit of dialysis associated anaphylactic reactions (case report) (B)(6). Bmc nephrol.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that anaphylactic reactions via chloraprep. Verbatim: chlorhexidine-please find attached full text article containing an icsr regarding chlorhexidine country: singapore. Doin: 10-jan-2022 reference detail: chlorhexidine - a commonly used but often neglected culprit of dialysis associated anaphylactic reactions (case report) tan jn yi haroon s lau t. Bmc nephrol.

Manufacturer narrative:
No additional information was provided by bmc nephrology. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.